Event description:
Two sets of calcifications to biopsy. Able to see them on 1 image. Md targeted the 1st group 4 then the 2nd group. Had positive stroke margins for both groups. Successfully sampled the 1st group and went to the 2nd group. Needle was targeted according to mammotest and autoguide positioned the needle. Noticed after routine post-fire imaging, target was not in middle of needle. Second group retargeted and mammotest gave a negative stroke margin. Second group then approached from another position and successfully sampled. The malfunction resulted in pt having an extra incision (3 incision instead of 2 incisions).